Manufacturer narrative:
The device being reported is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. The pt was randomized to the e-select clinical trial in 2007 for one-vessel coronary artery disease. Two lesions were treated during the index procedure. The indication for the index procedure was silent ischemia. Add'l info was received indicating that the 1st target lesion was a bifurcating lesion at the 1st obtuse marginal (om) branch. During the stage procedure of four days later, angiogram confirmed the target lesion at the 1st om to be 100 percent occluded (cto). Timi flow was zero. For the first lesion at the 1st om, vessel diameter was 2.5mm and lesion length was 15mm. Pre-procedure diameter stenosis was 60% and post procedure was zero percent. Timi flow pre and post procedure was iii. The lesion was denovo, and a bifurcation requiring double guide wire. The lesion was of irregular contour, heavily calcified, and type b2. A 7f-guiding catheter was used in the procedure. Pre-dilatation was conducted with a 2.0x20mm balloon at 15 atms. V-stenting and kissing stenting technique were used. A 2.50x8mm cypher select plus stent was deployed at 12 atms with satisfactory results. Post dilatation was not performed. Intravascular ultrasound (ivus) was not conducted. For the second lesion at the mid circumflex, the reference vessel diameter was 2.2mm, lesion length was 10mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. Timi flow pre and post procedure was iii. The lesion was denovo, and a bifurcation requiring double guide wire. The lesion was of irregular contour, heavily calcified, and type b2. A 7f-guiding catheter was used in the procedure. Pre-dilatation was conducted with a 2.0x20mm balloon at 22atms. V-stenting and kissing stenting technique were used. A second stent was deployed at 9 atms with satisfactory results. Post dilatation was not performed. Ivus was not conducted. Post procedure medication included 75mg aspirin for one month, 75mg clopidogrel for one month, ace-inhibitors, and beta-blockers. At one month follow-up, the pt remained asymptomatic and complaint with the antiplatelet treatment. This is one of two products being reported for the same event. Please reference mfg reports # 9616099-2007-02613 and 9616099-2008-00166. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that four days post index procedure (2007), the pt experienced a myocardial infarction, and stent thrombosis. An angiogram was performed followed by revascularization. The myocardial infarction was reported as target vessel related, and the thrombus was confirmed on angiogram. To treat the thrombotic event, thrombus aspiration was performed and this was reported as a staged procedure. This event was reported as possibly related to the index cordis device and the index procedure. At one month follow-up, the pt remained asymptomatic and compliant with post index procedure antiplatelet regimen. Antiplatelet regimen included aspirin, clopidogrel and beta-blockers. There was a second lesion at the mid circumflex artery, this lesion was treated with an unk cypher select plus.